Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient was having difficulty while getting the stimulator to recharge. The bottom of the battery where the recharging mechanism is located is buried in their buttocks at an angle causing difficulty with recharging. The patient met with a representative and was assisted in recharging. The event was considered resolved without sequelae. Additional information received from a healthcare professional of a clinical study reported the neurostimulator was unable to recharge. Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as recharge process specifically poor coupling. The bottom of the battery where the recharging mechanism was located was buried in her buttocks at an angle, causing difficulty with getting the stimulator to charge. The patient reported that the stimulator was not working properly. Relevant medical history included: non-malignant pain, post lumbar laminectomy syndrome, and lumbar radiculopathy